Manufacturer narrative:
The analyzer serial number was (B)(6) . The field service engineer could not find a cause. He verified, cleaned, and adjusted various parts of the analyzer. He performed various checks and ran precision testing, correlations, calibration, and qc which were all acceptable. The investigation did not identify a product problem. The specific cause of the event could not be determined but appears to be resolved after the service visit.

Event description:
There was an allegation of questionable low ise indirect gen 2 sodium results for 50-60 patient samples from the cobas 8000 cobas ise module. One example was provided of an initial result of 134 mmol/l. The repeat result from the same analyzer was 136 mmol/l and the repeat result from another analyzer of 141 mmol/l. Some of the results were reported outside of the laboratory, but the customer was not sure which results. The repeat results from the other analyzer were believed correct.